Manufacturer narrative:
The reported event of unable to interrogate was confirmed. The device was unable to establish telemetry upon receipt. Analysis revealed device battery voltage was at end of life due to normal usage. Longevity assessment was performed, and the implant duration exceeded the total projected longevity indicating normal battery depletion.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted. The patient was in stable condition.